Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 484 mg/dl, 153 mg/dl, 161 mg/dl, and 135 mg/dl. No changes based on readings. No death or serious injury reported. Requested return of suspect device and replacement was sent.